Event description:
It was reported that the gastrointestinal videoscope exhibited a situation where it was reprocessed without using the channel plug. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the users have incorrectly implemented the reprocessing without the handling in line with the IFU (instruction for use). However, a definite root cause that led to the malfunction could not be identified. The instruction manual states the inspection method associated with the event in "chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories". Olympus will continue to monitor field performance for this device.